Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. The log was downloaded and reviewed finding errors related to the complaint. Functional testing was performed and passed all relevant tests. The receiver was opened, and an internal visual inspection was performed and failed and pictures were taken. Confirmation of the complaint was confirmed. The probable cause was determined to be moisture damage. No injury or medical intervention was reported.